Event description:
Medtronic received info that this bioprosthetic aortic valve exhibited regurgitation and was explanted after 34 days of service. Operative reports indicated that the valve showed two areas of opening and almost seemed to have prolapse of the leaflets. It was reported that the valve failed to coapt near one of the commissures, and failed to coapt centrally, resulting in two jets. It was reported that the pt suffered a stroke after reop, and will require long term care. Of note, the valve in question was explanted and replaced with a valve one size smaller.

Manufacturer narrative:
Evaluation method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Analysis: received in a clear solution, 0.2% glutaraldehyde in an explant kit. All leaflets are slightly stiff but flexible. Two large holes in the right and non-coronary cusps appear to have been cut by a sharp object, such as a scalpel, and torn during explant. Radiography shows no evidence of mineralization on the valve. Review of the device history record shows that the product met manufacturing specifications when released for distribution. Conclusion: the valve was explanted and replaced with a valve one size smaller, which may indicate that the performance issues were related to patient/prosthesis mismatch. Cuts in the leaflets were observed. Due to the size of the observed cuts, these likely occurred during the explant procedure.